Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had damaged/stuck battery pins in the infant care area. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received the device. The reported symptom "check battery, depressed pins" was not clarified at the time of evaluation, therefore the check battery symptom was inadvertently missed. The device history log shows no evidence of battery alerts. Evaluation could not confirm depressed battery pins.